Event description:
As per problem statement: the balloon split while inflating it at normal pressure. The balloon did not burst in a normal way and customer seems to think there was a piece missing. The rep will check it out tomorrow. Additional information provided (B)(6) 2014: as per cc form: the patient was in for a routine iliac angioplasty, it was noted that the patient had a tight calcified lesion. An 8x4 35lp was used but that burst longitudinally. The second 8x4 35lp was the balloon that burst circumferential. Prior to bursting, the balloon was fine at 10 atm; however, when the pressure was increased to 12 atm the balloon burst. The problem started here as the tip of the now burst balloon was the other side of the tight lesion; which made it difficult to remove the burst balloon from inside the patient. After some struggling, the balloon was retrieved. Upon examination, it appeared that a 1-1.5cm section of the balloon had remained in the patient; however, after an examination by the physician, it was discovered the inner catheter had stretched there and it was concluded that none of the balloon material had remained in the patient. It was also discussed that the physician had punctured below an occlusion there {for there would be little on no flow to push the any emboli down the leg). The patient is still under observation, it is yet to be decided if any other procedures will be needed. Also, the patient is currently under consideration for an endarterectomy.

Manufacturer narrative:
(B)(4). Investigation- evaluation results one used and damaged balloon catheter along with a competitor's introducer was returned for investigation. Visual inspection of the distal portion of the balloon indicated that the balloon burst longitudinally. The catheter also had portions of stretched regions. The distance between the two marker bands (under the balloon) was measured at 4.5 em, indicated that the region had stretched . 5 em. The distal region (distal of the distal marker band) also appeared to have stretched 1 or more em. The catheter also appeared stretched by the strain relief and the introducer displayed damage on the tip. The tip had a small slit up the side as if the user attempted to withdrawal the balloon catheter through it, causing the small tear in the tip. The balloons are designed to burst longitudinally/linearly. The inspection revealed a longitudinal burst. The burst may have begun longitudinally and then could have burst circumferentially at the point of high constriction (which can occur in a calcified lesion or tortuous pathway). When a balloon bursts in this manner, it is typically difficult to withdrawal as the balloon will fold back on itself, like an umbrella, making it difficult to rewrap and withdrawal through a sheath. The user reported this difficulty in the description of events. The user also reported that the device was put through a tortuous pathway and the patient had calcification. The 8x4 balloon has a rated burst pressure of 11 atm. The user stated that the balloon "was fine at 10 atm; however, when the pressure was increased to 12 atm the balloon burst" over-inflating the balloon likely caused the rupture of the balloon. The patients anatomy described above could have contributed to the failure. Balloon burst, compliance, and fatigue verification testing performed. The device has a rated burst pressure of 11 atm which is documented in the label. The balloon has also undergone design verification fatigue testing to show that the balloons can withstand 10 cycles of inflation/deflation. The device is supplied with instructions for use (IFU) which states the appropriate warnings and precautions and proper usage procedures. The IFU states, "if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit" the IFU also states, "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation parameters in the compliance card insert." Over inflation of the balloon is likely what caused the balloon to rupture in this case and the difficult patient anatomy could have contributed to the failure. Based on the stretching of the catheter and shape of the balloon, it appears as though the balloon remained on the catheter and no pieces were left in the patient additional risk mitigating action is not required per the conclusion of quality engineering risk assessment. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.